Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of anterior left knee pain.

Manufacturer narrative:
An event regarding patella malalignment involving a triathlon mb patellar component was reported. The event was confirmed. Method & results: device evaluation and results: based on photographs provided, the polyethylene part is completely separated from its metal backing. The disassociation may already have occurred prior to explantation of the device. The poly part is fractured at one edge and a crack initiated at the fracture appears to run right across the bearing surface. The metal backing itself appears to show a small polished patch which could have occurred after the poly had fractured thus exposing the metal. Medical records received and evaluation: soft tissue malalignment in extensor tendon structure, possibly together with muscular atrophy due to prior knee disease have contributed to some moderate degree of malalignment with lateral shift of the patellar device causing an overload condition with poly fracture and possibly disassociation of the poly from its metal base. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: based on the medical review, soft tissue malalignment in extensor tendon structure, possibly together with muscular atrophy due to prior knee disease have contributed to some moderate degree of malalignment with lateral shift of the patellar device causing an overload condition with poly fracture and possibly disassociation of the poly from its metal base. No further investigation is possible at this time. If devices and/or additional information become available, this record will be reopened.

Event description:
Patient complained of anterior left knee pain.